Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump received solid white display and missing segments. Unable to perform the displacement test, sleep current test, active current test and self-test due to solid white display and missing segments. Unable to download history files and traces using thump due to solid white display and missing segments. The pump was cut open to perform visual inspection and found cracked lcd glass. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked keypad overlay. Alleged cosmetic damage was confirmed where scratched case, cracked lcd glass, and cracked keypad overlay was noted. Unable to verify sensor updating issues due to solid white display and missing segments. Flashing white display and missing segments were confirmed during analysis due to cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack on the pump. The customer reported no adverse event. The event involved in the product was mmt-1886. Troubleshooting was performed for cosmetic damage and found that retainer ring was not damaged. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.